Event description:
It was reported that during an unknown procedure the blade tip broke off. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.